Event description:
A customer reported that unexpected negative reactivity was obtained with a patient's sample on galileo echo m01055.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that cell 1 of the antibody screening assay resulted as negative and visually appeared positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.